Event description:
It was reported that during priming of the device for a cardiopulmonary bypass procedure, the air bubble detector (abd) was falsely going off. There were no error messages as it was a "true" alarm, the sensor reacted like it saw air. The device was not changed out. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. This complaint is related to MDR#: 1828100-2015-00130 (same issue, different unit). Per the ccp, the sensor would usually alarm when the detector activated while attached to fluid filled tubing. The alarm was not intermittent, and it was red. There was the usual audible alarm and arterial pump turned off. If we tried to reset it, it would just alarm again. Only way to correct was to reapply the sensor, sometimes multiple times. One time it was on and had been on since the ccp moved pump into operating room (o/r). While recirculating prime through arterial to venous (av) loop, the ccp checked, debubbled the only connector distal to connector, circuit was debubbled. When the surgeon asked the ccp to turn off pump, he clamped the venous line and the post arterial filter detector went off. The ccp inspected line, inside art filter, etc. And could see no bubbles, repositioned sensor and it went off again. The last time the ccp had this problem, he noticed tubing clamp imprints in the area he was placing the sensor. When the ccp placed it in an area without clamp marks it worked fine. The fsr could not verify the air sensor intermittently alarming. The fsr replaced the ultrasonic air sensor (uas), air bubble detector (abd) module and cable for the air sensor. The unit operated to MFR specifications and was returned to clinical use. The suspect part was returned to the MFR for further evaluation.